Manufacturer narrative:
The investigation for the reported stroke/cva has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke/cva could not be determined. Corrections to the initial manufacturer device report 1220648-2024-20785: g1-MDR reporting contact email.

Event description:
Abiomed received notification from the impact study team that reported a patient experienced a stroke with probable relationship to the impella 5.5 use. The event was ischemic and occurred after explant. Patient info, treatment and outcome are all unknown.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.